Event description:
It was reported that the customer was hospitalized for hypoglycemia seizure. The blood glucose reading was 63mg/dl. Initially, the nurse called for assistance with inserting the battery into the infusion pump. The nurse stated that the device alarmed. Assisted the nurse in changing the battery. It was stated that the customer does not know why her glucose level dropped, but she had a seizure and passed out on the floor. The customer's blood glucose was 55mg/dl and was given some juice, but the customer started to throw up and paramedics were called. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Ran a displacement test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.